Event description:
AED prompted "child mode" when adult cartridge is inserted. There was no patient involved in this event.

Event description:
AED prompted "child mode" when adult cartridge is inserted. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2013. During the investigation, the device was found to be giving child patient prompts with an adult pad-pak installed, as per the reported fault. The measurements taken would indicate a failure of the reed switch (sw1). The discolouration of the speaker housing would suggest that the device was stored outside of the indicated conditions, and this may have contributed to the reported fault. As detailed in the report the device could deliver therapy, however, the shock energy may have been reduced for patients of a higher impedance due to the device powering up in paediatric mode. In addition, the ability of the device to detect patient impedance <74 would have been compromised. The reed switch was tested as part of final test on the (B)(6) 2013 and the first indication of a ¿child patient¿ prompt was given on the (B)(6) 2020. Therefore, it can be concluded that the reed switch failed after dispatch from heartsine it is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.